Event description:
Same condition as before the treatment with no reported adverse event [device ineffective] . Case narrative: based on additional information received on 29-oct-2020 from physician the case became medically confirmed. Additionally, the case initially assessed as serious was downgraded to non serious (serious event of right knee hurts a lot/pain in her left knee is tolerable but not the right knee was deleted). Initial information received on (B)(6) 2020 from canada regarding an unsolicited valid non-serious case received from patient via call center. This case involves a 52 years old female patient who was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) and had same condition as before the treatment with no reported adverse event (device ineffective). This case is cross linked with case: (B)(4) (left knee). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, she had concurrent conditions of osteoarthritis grade IV, arthritis, ankylosing spondylitis, severe right knee pain and patient was using a cane. Concomitant medications included paracetamol (tylenol arthritis) (extra strength) 2-3 times daily for osteoarthritis grade IV, arthritis; indometacin (teva indocid) 2-3 times daily when in pain, diclofenac (voltaren); and cyclobenzaprine as muscle relaxant. On (B)(6) 2020, the patient took hylan g-f 20, sodium hyaluronate (solution for injection) lateral injection in the flexed right knee at the dose of 6 ml for once via unknown route for osteoarthritis grade IV. On the same day, she experienced that she had pain in the right knee. It was reported that the pain in her left knee was tolerable but not the right knee. Since then patient was taking morphine for pain. She stated that right knee hurt a lot. She was walking with cane. It was reported regarding the pain that pain was severe and condition was same as before the treatment (device ineffective; latency: unknown). The hylan g-f 20, sodium hyaluronate did not contribute to the pain and the pain was related to pre-existing condition of the patient. Patient also had methylprednisolone acetate (depomedrol) 80 injection for the right knee pain for 10 day relief. Action taken: not applicable. Corrective treatment: not reported. Outcome: not applicable. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4) . The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Final investigation complete date was 17-aug-2020. Additional information was received on 17-aug-2020 from the healthcare professional. Product technical complaint results and global ptc number was added. Text amended accordingly. Additional information was received on 29-oct-2020 from physician and case became medically confirmed. Event of same condition as before the treatment with no reported adverse event was added with details. Event of right knee hurts a lot/pain in her left knee is tolerable but not the right knee was deleted and right knee pain was updated as history of patient, hence case was downgraded to non serious. Concomitant medication updated. Upon internal review, event of off label use was deleted. Clinical course updated. Text amended accordingly. Local comments: downgrade.

Event description:
Right knee hurts a lot/pain in her left knee is tolerable but not the right knee [aching (r) knee]. Off label use [off label use]. Case narrative: this case is cross linked with case: (B)(4) (left knee) initial information received on 03-aug-2020 from (B)(6) regarding an unsolicited valid serious case received from patient via call center. This case involves a (B)(6) female patient who experienced that her right knee hurts a lot/pain in her left knee is tolerable but not the right knee (arthralgia) (right knee) and had an off-label use, after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, she had concurrent conditions of osteoarthritis, arthritis and ankylosing spondylitis. Concomitant medications included paracetamol (tylenol arthritis) (extra strength) 2-3 times daily; indometacin (teva indocid) 2-3 times daily when in pain, diclofenac (voltaren); and cyclobenzaprine as muscle relaxant. On (B)(6) 2020, the patient took hylan g-f 20, sodium hyaluronate, solution for injection in the right knee at the dose of 6 ml for once via unknown route for osteoarthritis. On the same day, she experienced that she had pain in the right knee. It was reported that the pain in her left knee was tolerable but not the right knee. Since then patient was taking morphine for pain. She stated that right knee hurt a lot (disability). She was walking with cane. On the unknown date, after unknown latency, she experienced off label use. Final diagnosis was right knee hurts a lot/right knee hurts a lot/pain in her left knee is tolerable but not the right knee and off label use. Action taken: not applicable for both events. Corrective treatment: cane, morphine for right knee hurts a lot/right knee hurts a lot/pain in her left knee is tolerable but not the right knee; not reported for off label use. Outcome: not recovered for right knee hurts a lot/right knee hurts a lot/pain in her left knee is tolerable but not the right knee; not applicable for off label use.

Event description:
Right knee hurts a lot/pain in her left knee is tolerable but not the right knee [aching (r) knee], off label use [off label use]. Case narrative: this case is cross linked with case: (B)(4) (left knee). Initial information received on 03-aug-2020 from canada regarding an unsolicited valid serious case received from patient via call center. This case involves a 52 years old female patient who experienced that her right knee hurts a lot/pain in her left knee is tolerable but not the right knee (arthralgia) (right knee) and had an off-label use, after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, she had concurrent conditions of osteoarthritis, arthritis and ankylosing spondylitis. Concomitant medications included paracetamol (tylenol arthritis) (extra strength) 2-3 times daily; indometacin (teva indocid) 2-3 times daily when in pain, diclofenac (voltaren); and cyclobenzaprine as muscle relaxant. On (B)(6) 2020, the patient took hylan g-f 20, sodium hyaluronate, solution for injection in the right knee at the dose of 6 ml for once via unknown route for osteoarthritis. On the same day, she experienced that she had pain in the right knee. It was reported that the pain in her left knee was tolerable but not the right knee. Since then patient was taking morphine for pain. She stated that right knee hurt a lot (disability). She was walking with cane. On the unknown date, after unknown latency, she experienced off label use. Final diagnosis was right knee hurts a lot/right knee hurts a lot/pain in her left knee is tolerable but not the right knee and off label use. Action taken: not applicable for both events. Corrective treatment: cane, morphine for right knee hurts a lot/right knee hurts a lot/pain in her left knee is tolerable but not the right knee; not reported for off label use. Outcome: not recovered for right knee hurts a lot/right knee hurts a lot/pain in her left knee is tolerable but not the right knee; not applicable for off label use a product technical complaint (ptc) was initiated on 04-aug-2020 for synvisc one. Batch number: unknown; comet compliant ID number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 17-aug-2020. No safety issues were indicated in this review. Additional information was received on 17-aug-2020 from the healthcare professional. Product technical complaint results and comet complaint ID number was added. Text amended accordingly.